Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose level did not exceed 500 mg/dl, and the cgm did not read ¿high.¿ customer addressed the issue by changing the infusion set and cartridge and resumed insulin.